Event description:
It was reported that a novum iq large volume pump had a recurring error code 21513 (upstream occlusion (uso) sensor failure). This was observed during an unspecified process step during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified an error code 21513. During functional testing, the reported error code 21513 was reproduced. A uso calibration was performed which failed. The use of a good known uso sensor block confirmed the uso sensor was defective. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a defective uso sensor block. The uso sensor block would be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.